Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the pocket was failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ketamine pocket could not be able to recover. A technical support specialist stated that a field service engineer cleared a medication packaging jam in mini drawer 1.1. A technical support specialist stated that the issue was resolved. The system was functioned as intended after the technical support specialist investigated the device.